Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The complaint sample was returned for evaluation and it was confirmed that the distal tip of the catheter was detached. The distal tip was not returned so the full investigation was not completed. The catheter shaft was inspected for cosmetic defects and none were found. The most probable root cause is operational context. The distal tip of the catheter most likely broke off while pulling the device out of the endoscope. The distal end of the catheter could have caught the end of the scope tube and cut into two pieces.

Event description:
It was reported to boston scientific corporation in 2007 that a extractor rx retrieval balloon was used in an ercp procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during the procedure, when the physician was attempting to pull the balloon through a stricture in the common bile duct, 1.5cm of the distal tip of the balloon catheter detached from the catheter and the broken piece stayed in the duct. The physician removed the broken piece with a retrieval basket. The physician completed the procedure with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".